Event description:
It was reported that the patient complained of burning the skin above the location of the implanted leads, and the left ventricular (lv) lead was measuring low. Follow up indicated that the lv lead has been chronically measuring low, and the burn was not suspected to be the cause. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.